Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress urinary incontinence and abnormal uterine bleeding concurrently with a vaginal hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, vaginal discharge, vulvar itching, vaginal odor, urinary tract infection and overactive bladder.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent interstim implantation on 06/24/2010 due to urinary frequency and urge incontinence.(B)(4).